Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that chemical leakage occurred from the bd insyte¿ autoguard¿ bc shielded IV catheter because it wouldn't properly connect to the jms extension tube. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that chemical leakage occurred from the bd insyte¿ autoguard¿ bc shielded IV catheter because it wouldn't properly connect to the jms extension tube. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. DHR was not performed as the lot number is unknown for this complaint. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Conclusion(s): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.